Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the beam was observed to "blink" ; the procedure was continued using a second fiber. The surgery was reported to have stopped while using the second fiber. It is not known if the case was completed using the second fiber when the procedure was stopped. Patient outcome: "no damages to the patient." This report is for the first fiber.

Manufacturer narrative:
Reference MFR#: 2937094-2013-01434. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel; moderate burnt detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remained attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.